Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around lunch time, the patient was eating at a restaurant when they received an alert from the g7 app and the g6 receiver that their blood sugar was at 55 mg/dl and going down. A fireman was eating at the same restaurant and noticed the alarm. He checked on the patient and let the patient eat 6 packets of sugar and drink 2 glasses of orange juice. The cgm reading stayed low and going down. The patient was unablet to check his finger stick reading because he left his meter at home. He called a local pharmacy and was advise to go to the hospital. When the patient arrived at the emergency room, he started sweating a lot. A nurse took his bg and it was 240 mg/dl while the cgm was 140 mg/dl. The patient was treated with insulin shots. The patient was in the ER for less than 24 hours and was discharged the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient made treatment decisions based on the cgm reading. The reported glucose values fall within the b zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025 around lunch time, the patient was eating at a restaurant when they received an alert from the g7 app and the g6 receiver that their blood sugar was at 55 mg/dl and going down."

Event description:
On (B)(6) 2025 around lunch time, the patient was eating at a restaurant when they received an alert from the g7 app and the g7 receiver that their blood sugar was at 55 mg/dl and going down.